Event description:
On (B)(6) 2012 a physician's assistant reported that the vns patient cancelled her appointment on (B)(6) 2012 because she was in the emergency room on (B)(6) 2012 after having several seizures and the last one lasted 30 minutes. The patient's vns was last checked on (B)(6) 2012 and her output current was increased from 1.5ma to 1.75ma, signal frequency=30hz, pulse width=250usec, on time=14sec, off time=1.8min, magnet output current increased from 1.75ma to 2ma, magnet on time=60sec, magnet pulse width=500usec. Diagnostics were within normal limits of dcdc=2, lead impedance=ok, eri=no. The patient has had no problems eating, drinking, or swallowing. The physician later reported on (B)(6) 2012 that the patient's increase in seizures was first noticed on (B)(6) 2012. The AED levels were stated to be therapeutic and she is not ill. The physician reported that it is unknown what the relationship of the increase in seizures is to pre-vns baseline levels and it is unknown if any causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. There have been no medication changes for a month.